Event description:
This lead was implanted on (B)(6) 2011. The lead remains implanted with periodic noise on both the psa and the device. Opted to do nothing, periodically, high frequency noise that was not ever sensed. Device does not respond. Dr (B)(6). Will continue to monitor. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).